Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of loose motion and peritonitis in a peritonitis coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced loose motion. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with reflin (1gm, daily, ip) and fortum (1gm, daily, ip). Outcome for the events of loose motion and peritonitis were not reported. Extraneal viaflex therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to extraneal viaflex therapy, and did not provide a statement of causality for the event of loose motion. The nurse reported that the cause of the peritonitis was due to loose motion.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. It is in the opinion of the nurse that the root cause of the peritonitis was loose motions.